Manufacturer narrative:
Device returned to consumer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they requested the return of their implantable cardioverter defibrillator (ICD) without being deactivated for ¿upcoming legal proceedings¿. The ICD had been explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No patient complications have been reported as a result of this event.